Manufacturer narrative:
The initial MDR 2432235-2017-00642 was filed on (B)(6) 2017. Additional information (B)(6) 2018): section of the initial MDR stated that the result obtained on new sample draw was unknown. This information has been received. Additionally, the customer uses reporting unit for cardiac troponin I as ng/l, whereas, the system produces results in ng/ml. Sections have been updated with the additional information.

Event description:
New sample obtained from patient was run 4 hours later, which resulted lower. The lower results matched with the clinical picture of the patient.

Manufacturer narrative:
The customer contacted a siemens customer care center. On (B)(6) 2017, the customer had performed assay calibration, which was within acceptable range. Quality controls before and after performing the initial run and before the second run were acceptable. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service call and inspected the following systems and functions (luminometer dark count, aspirate and dispense of wash manifold, sample probe alignment and delivery, acid and base dispense and dispense volumes, reagent probe alignments, and reagent probe 1), all of which were functioning properly. The cse determined that the reagent probe 2 alignment to dispense position 2 was close to the edge of cuvette and the build-up of reagent splashing around dispense port. The cse cleaned the area and adjusted the alignments. The cse then checked the probe tubing, pump and cables, reagent probe 3, and ancillary probe, all of which were functioning properly. The cse observed sample delivery, reagent delivery, cuvette wash, and acid deliver, all of which were functioning properly. The cse also performed a coefficient of variation check for tni-ultra assay, which was acceptable. There were no signs of leaks or damage to any pumps, tubing or fluid reservoirs. A siemens headquarters support center specialist reviewed the service report and concluded that tni-ultra has a low relative light unit result range. This means that any change in the quality of the wash performance or the sample preparation can create enough change to cause a discordant result. When a discordant result occurs, the system is checked for the functions that may not be performing with good precision. It is possible that a system issue may have been corrected during the service intervention or there may have been an issue with the sample being tested. The cause of the discordant, falsely elevated tni-ultra result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur xp instrument. The initial result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument, resulting lower than the initial result. New sample draws were obtained from the patient and were run on the same instrument, also resulting lower. The lower results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.